Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Thump software was utilized and uploaded trace/history files properly. Successfully uploaded files on carelink. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. P-cap locked in place properly during testing. The following were noted during visual inspection: scratched case, battery tube threads - cracked and cracked case (battery tube). In conclusion, customer concern for cosmetic damage location not specified in the back however, other cosmetic damage confirmed where cracked battery tube case and cracked battery tube threads were noted. Unit was tested successfully. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump damage (physical or cosmetic). The customer reported blood glucose value of 192 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-1884l, mmt-864a, mmt-332a. Troubleshooting was performed for bumped/dropped/cosmetic damage. Customer did not feel ok to troubleshoot for high blood glucose. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring as pump was dropped. No further patient complications were reported. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. Mmt-1884l was requested and customer response was the device will be returned. Mmt-864a was requested and customer response was the device will be returned. No product return is required for mmt-332a.